Event description:
A malfunction on the pump was reported. Blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), which indicates no adverse impact. The caller did not report the issue within the last 24 hours but was assisted in resetting the pump by technical support. After resetting, the malfunction code did not recur, allowing the customer to continue using the pump, with the instruction to call back if the issue recurred.